Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 407 mg/dl. The customer stated that insulin pump did not turned on and contacts on the battery cap were neither missing nor damaged. The customer reported that insulin pump displayed replace the battery after battery replace it still got the same alarm until insulin pump got discharged. The customer declined troubleshooting on insulin pump for high blood glucose. It was reported that the customer advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.